Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the luer lock at the rinse line inside the voltage conductivity scatter module (vcsn) distribution valve (dv) box was loose. The fse tightened the luer lock and the leak was resolved. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 2 ml of diluent mixture leaked in the unicel dxh 800 coulter cellular analysis system while performing quality controls (qc). The leak was contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.